Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) the device powered-up without display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.